Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell around (B)(6) 2016 and swelling directly over the implant site was noted. Beginning on (B)(6) the patient was reportedly not hearing as well as before and receiving minimal benefit from the device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell around (B)(6) 2016 and swelling directly over the implant site was noted. Beginning on (B)(6) the patient was reportedly not hearing as well as before and receiving minimal benefit from the device. The patient was re-implanted.